Event description:
A device was returned to allergan's device analysis lab due to a reported leak.

Manufacturer narrative:
Taper ii. The lab found no leakage in the access port. Analysis noted pulled material from the damaged port septum likely to have been caused by a coring needle. The lab noted damaged port tubing (this is the portion of tubing located between the stainless steel connector and the port, not the stainless steel connector and the band) with sharp separation. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical damage and may have been made to facilitate removal of the device. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."